Event description:
It was reported the pt, and the person holding the pt programmer, experienced shocking when the button was pressed to turn on the programmer. The programmer was not dropped or wet. The reporter was not able to adjust the stimulation. The pt rec'd a new pt programmer. No injury was reported. Refer to MFR report # 3004209178200803834.

Manufacturer narrative:
Programmer was returned for analysis. The complaint was not verified. The main board was replaced as a preventative measure.